Event description:
It was reported that this implantable pacemaker was explanted and replaced due to premature battery depletion. There is no evidence to suggest a request was made to have data from this device analyzed prior to the device replacement procedure. No additional adverse patient effects. The product is expected to be returned for analysis.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to premature battery depletion. There is no evidence to suggest a request was made to have data from this device analyzed prior to the device replacement procedure. No additional adverse patient effects. The product is expected to be returned for analysis. Boston scientific has made three attempts to retrieve the device however no response was received, the device is not expected to be return.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to premature battery depletion. There is no evidence to suggest a request was made to have data from this device analyzed prior to the device replacement procedure. No additional adverse patient effects. The product is expected to be returned for analysis. The device was returned for analysis.

Event description:
It was reported that this implantable pacemaker was explanted and replaced due to premature battery depletion. There is no evidence to suggest a request was made to have data from this device analyzed prior to the device replacement procedure. No additional adverse patient effects. The product is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.